Event description:
It was reported that a pt underwent a mastectomy procedure on (B) (6) 2009. The reservoir functioned properly upon first activation. The left part of the reservoir did not inflate upon reactivation. Therefore, the surgeon exchanged it for another reservoir which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.